Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer's blood glucose level was 100 mg/dl. Customer stated that insulin pump had failed battery test alarm. Customer also reported that failed battery test alarm reoccurred after inserting the new battery. Troubleshooting was performed for the failed battery test alarm. The insulin pump will be returned for the analysis.